Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high when she ran a control solution test. This complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8am, the patient reported the alleged issue first started. The patient reported using insulin with no adjustments to manage her diabetes. On (B)(6) 2012 at 8:10am, the patient reported having less food or drink than usual. One hour after the alleged issue first started, the patient reported developing symptoms of ''shakiness and fatigue.'' The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed the subject meter was in the correct unit of measurement. When the patient was prompted to run a control solution test, the ''125mg/dl'' result was within the recommended range on the test strip vial. The cca confirmed the patient was using the correct control solution. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient alleged she developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following finding: the meter, test strips, and control solution passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.